Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the defect of the image sensor unit, or the failure of the internal circuit board of video connector or the system. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope had an unstable image. Inspection and testing of the returned device found that there was a b30 scope error due to water invasion. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the image was not displayed due to damage to the charged coupled device, a b30 error was displayed due to corrosion on the electrical connector, the scope connector had corrosion due to water leakage, the bending angle in the up direction was out of standard, the connecting tube had a dent, an e315 error occurred due to corrosion on the scope connector, the universal cord had a dent and a scratch, and the control unit was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.